Manufacturer narrative:
The DHR records have been reviewed for batch 6090984 with no issues being identified.

Manufacturer narrative:
Results: samples and photos were returned and evaluated. The returned tubes were found to have a large clump of edta on the side of the tube that appear to be greater than 2mm. Conclusion: the complaint was confirmed. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessel¿s hemispheres. In such instances, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting.

Event description:
It was reported that bd vacutainer® plus plastic whole blood tube had a mass of edta salt. No injury or medical intervention reported.